Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on 22-feb-2026. Patient reported that infusion set cannula was bent after three hours of use. The insertion site was abdomen. The blood glucose level was 301 mg/dl, and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.